Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/16/2023. An investigation was conducted on 11/20/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device or the intact cannula. The insufflation tube on the btt was observed to be detached from the body of the btt. A mechanical evaluation was conducted. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. No leaks were observed on the silicone balloon. The btt was able to be inflated. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "connection problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot #3000326717 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 connection at trocar came apart as soon as it was used. Completed with new kit. There was no procedural delay. No harm to patient.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.